Event description:
It was reported that right atrial lead was dislodged. The lead was capped. Due to patient being in permanent af, lead was not replaced. No patient complications are reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.